Manufacturer narrative:
A review of the lot history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirmed that the packaging lot and all component lots met all material, assembly, and performance specification. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up info will be sent via a follow up medwatch. (B)(4).

Event description:
As reported on (B)(6) 2014 by the dir of ir to the MFR's sales rep, "neostar packaging was open". No harm or injury were reported to the pt due to this product problem as it was discovered prior to pt contact.